Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a hill-rom (third party service company) representative. "[Name removed] called to request a replacement blender. The low source gas light it on (no customer complaint voice). He just found this during his inspection/spi. He bypassed the blender and noticed that the blender bypass alarm didn't sound when he disconnected the air hose. It sounded when he disconnected the oxygen hose. After bypassing the entire blender, the low source gas light went away; that is when he realized that it was a blender problem, not a vent problem. I will send him a replacement blender for vent.

Manufacturer narrative:
The distributor (third pary svc co)) did not submit a user facility/distributor report to the MFR. Event codes were derived based on info provided by the distributor (third party svc co)) the distributor (third party service company)) performed an initial evaluation of the rental device and determined that the device's air/o2 blender was faulty. Cardinal health shipped the distributor (third party service company)) a replacement air/o2 blender to repair the device and return it to the rental pool ready to be placed back into rental service. Cardinal health issued a return goods authorization (rga) number to the distributor (third party service company)) for the return of the alleged faulty air/o2 blender for evaluation. The alleged faulty air/o2 blender has been received by cardinal health and is awaiting evaluation.